Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor plug caught on fire while plugged into a receptacle at the patient's home. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.